Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that following placement of a smiths medical portex® blue line® ultra tracheostomy tube the patient had complaints of pain and difficulty breathing. Large amounts of sputum was noted to be discharged from the tracheostomy (trach) and could not be completely removed by suctioning. Subsequently, a trach tube change out was required with no adverse patient effects.